Manufacturer narrative:
Revision occurred after 6 weeks due to infection at the implant site. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 6 weeks after the primary surgery, which occurred on (B)(6) 2025. No fall or other trauma reported. Revision occurred due to infection at the implant site. A 36 mm centered glenosphere and a 36 mm + 9 135/145 stability humeral cup were explanted. There items were replaced by a 36 mm centered glenosphere, a 36 mm + 3 135/145 stability humeral cup, and a 9 mm spacer.